Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes micro- processor reset, loss of telemetry and the inability to reprogram the device.